Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 30 mg/dl; cause was unknown. Customer addressed bg level by consuming glucose tablets. Reportedly, the customer continued to use the pump for insulin therapy.